Manufacturer narrative:
E1: facility name - (B)(6) hospital. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an e221 error. The issue occurred during a therapeutic hysteroscope and was completed during the same set of equipment. There were no reports of patient harm.